Manufacturer narrative:
The subject device was returned to the olympus local service department. However, the local service department could not check the foreign material since the field service engineer changed the nozzle. The user reported that the foreign material could not be removed even though the correct reprocess was performed, and the foreign material was the tissue adhesive used during the procedure. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that the local field service engineer checked the subject device and found that the nozzle of the subject device was clogged with foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. Medical adhesive was injected via endo therapy accessory during procedure. The adhesive adhered to the distal end of the device by mishandling while withdrawing the accessory. The adhered adhesive solidified and remained in the air/water nozzle. Facility staff were not well trained in device handling.